Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was noted to be an internal leak in the dialyzer. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 200cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded by the facility. Companion sample is available.

Manufacturer narrative:
Plant investigation has not yet been completed, a follow up report will be filed upon completion of the investigation.